Event description:
It was reported that the patient presented for a routine device change out. The pulse generator went into vvi mode after suspected electrocautery interaction. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.